Event description:
It was reported that, when the battery was connected to this handpiece that it started to operate on its own while in the safe mode. There were no injuires reported and no delays in surgery.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was rec'd for evaluation and the customer's reported problem was confirmed. Further investigaiton found that the handpiece started on its own related to a poor solder connection. A review of product history for the past 2 years found this to be an isolated event. Conmed linvatec will continue to monitor this product for failures.